Event description:
The patella component was revised for polyethylene wear. The tibial component (c/n 6638-5-207) was also removed at this time.

Manufacturer narrative:
The device has not been returned for eval. The info provided indicates the wear was on the medial side which suggests that this event is not device related but rather is associated with alignment. The medical opinion suggests that the wear is normal for the implantation time.